Event description:
It was reported the patient's scs system programmer displays the "low battery, see physician" message every time it connects with the ipg. No additional information is available at this time. The patient is pending a follow-up with a sjm representative to troubleshoot the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.